Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of " system error 322 " was not reproduced. A review of event history log revealed multiple events of system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during programming. There was no patient involvement. No additional information is available.